Event description:
It was reported to philips that the system did not start up completely. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. The rse observed that an error message "x-ray system is starting" was displayed on the screen, however the system startup did not progress. The rse suspected an issue with the system software. A philips field service engineer (fse) evaluated the system onsite and performed a full software installation to resolve the issue. The system was returned to use in good working order and ready for clinical use. To date, there has been no recurrence of this issue reported from the customer. The reported issue is related to medical device correction z-1091-2026. The correction is planned to be implemented on the system. The codes were updated based on the investigation outcome.